Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic coma on (B)(6) 2019 for over a month. The customer¿s blood glucose level during hospitalization was unknown. Customer declined troubleshooting for the diabetic coma. Customer does not recall anything prior to the hospital treatment. The device will be returned for analysis.